Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device would not lock the drill bit was confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment and had a drilled neuro-tip leg. During repair, it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings that were no longer in axial alignment that did not allow the cutter to pass through. It was determined that the failure was caused by worn out bearings, which was consistent with normal wear over time. It was further determined that the condition of the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of neuro-tip, which was further classified as user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device would not lock the drill bit. During in-house engineering evaluation it was determined that the device failed the cutter insertion assessment and had a drilled neuro-tip leg. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.